Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their first device was replaced because it stopped working. It was stated that they think the device was faulty and died. When asked if there was something wrong with the device, or if the battery just depleted, they stated that the battery depleted but added that there is something wrong with the device. Additional information was received from a manufacturer representative. It was reported that they were made aware that the device needed to be replaced on the day of surgery. The rep was notified by the healthcare provider that the battery would be replaced due to a normal battery change. The patient had been getting relief and was gradually not getting great therapeutic benefit, and the rep went into the procedure assuming normal battery depletion as the hcp had not stated otherwise. There were no issues with the battery that they were aware of, and it was changed out without incident. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the battery depletion was determined to be battery depletion. No further complications were reported.

Manufacturer narrative:
Updated to include health professional as a report source. If information is provided in the future, a supplemental report will be issued.